Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that the patient implanted with this pacemaker was experiencing episodes of sudden, temporary loss of consciousness. It was reported the patient was intermittently not receiving pacing therapy. The related right ventricular lead was repositioned, and later replaced, as the patient was still experiencing syncope. The pacemaker was finally replaced. No further adverse patient effects were reported.